Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for acute aortic rupture/dissection in the tavr procedure include significant valve over sizing (i.e. =4mm) in the presence of severely calcified aortic root and obliterated sinuses. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, the cause of the lvot rupture cannot be confirmed. It is possible that the multiple bav attempts in addition to patient factors (elliptical native annulus, high systolic blood pressure) may have contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During balloon aortic valvuloplasty (bav) of a transfemoral tavr procedure, an lvot rupture occurred requiring surgical repair. Initially, when the native valve was crossed with the straight wire, the patient went asystole and was paced at 80 bpm. It was reported that the patient¿s blood pressure (bp) was 200 ¿ 220 systolic from the beginning of the case. The patient did not respond to nitroglycerin drip. Multiple pacing attempts were performed, but the patient¿s bp would not drop below 50 systolic/ pulse pressure < 10. The patient was placed on nipride and the bp was 130 ¿ 140 systolic. Three (3) bav attempts were made with a 23mm x 4mm edwards bav; each time the balloon slipped aortic. Bav was successfully performed on the 4th attempt. Following bav, the patient¿s bp was 30mmhg ¿ 40mmhg systolic and diminishing. A root angiogram revealed wide open aortic insufficiency (ai) and a large pericardial effusion was confirmed with transthoracic echocardiogram (tte). CPR was initiated as a 26mm sapien xt valve was in the expandable sheath (esheath) at this time. The decision was made to perform the pericardiocentesis first. Straight frank blood was aspirated. The decision was then made to continue with the valve deployment. The valve was positioned and successfully deployed, without pacing due to the patient¿s low bp. Following valve deployment, the bp did not recover and CPR was resumed. At this point the procedure was converted to an open procedure. The patient was intubated and placed on bypass. A transesophageal echocardiogram (tee) probe was also advanced. Tee indicated the right atrium had collapsed. A subvalvular rupture into the left atrium / appendage area was found and surgically repaired. Following the repair, the patient was taken off of bypass and the rupture reoccurred. The patient expired during the procedure. It was perceived that the lvot rupture occurred during bav. The patient¿s native annulus measured 18mm x 29mm by CT. Moderate annular calcification, moderate leaflet calcification and mild aortic root calcification was report. No lvot calcification was noted.